Event description:
The core universal driver was sent in for analysis because it was running on its own without activation. The event occurred prior to a procedure. There was no pt involvement; no adverse event was associated with the device. Another device was used for the procedure. There was no procedure delay.

Manufacturer narrative:
Corrosion damage was noted within the integral components of the device.